Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer had symptoms such as throwing up. The customer treated with pump. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 190 mg/dl and also stated as 196 mg/dl. The customer stated having problems with pump and customer went to hospital today because blood glucose was over 400 mg/dl and throwing up. Troubleshooting was performed. It was reported that ambulance came to get customer. The customer was hospitalized on (B)(6) 2017 at 7:00 pm. The blood glucose value when admitted to hospital was over 400 mg/dl. The customer complained about hyperglycemia and throwing up. The customer cause of hospitalization per healthcare professional's was acidic indigestion. Customer wearing the pump at time of hospitalization. Outcome of the hospitalization was the customer was given medicine for nausea and something for the hyperglycemia. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer reports they are unsure if basal rates are programmed accurately. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.